Manufacturer narrative:
During inspection and testing, the reported issues of reduced angulation and play in the forceps elevator were not confirmed. However, service did confirm there was play in the up/down and right/left control knobs due to wear of the angulation wire. In addition, service found there was a leakage due to a deformed elevator channel plug, the adhesive on the bending section cover was detached, the connecting tube was discolored and wrinkled, the insulation capacity was out of specification due to a cut on the heat shrinking tube of the lock engagement lever, the image protector was shaved, the forceps channel port was shaved, the grip was discolored and dented, the suction cylinder was shaved, the control unit was discolored, the right/left knob was dirty, switch button #4 was cut, the protector of the universal cord on the scope connector was cut, the universal cord was discolored, the scope connector was dented, the light guide cover glass was dented, the universal cord was deformed, the plastic distal end cover was dented, and the light guide lens was chipped. Scratches were observed on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the subject device exhibited reduced angulation, play in the angulation control knob, and play in the forceps elevator that contributed to therapeutic accessory misalignment. There was no patient or user injury reported due to the issues. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the inside of the light guide (lg) lens was dirty and there was foreign material in the forceps elevator. This report is being submitted for the malfunctions found during evaluation of the device (dirt inside lg lens and foreign material in the forceps elevator). Additional details have been requested regarding the reported issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events is unable to be determined. However, the causes of the events are likely due to the reprocessing method conducted by the user was deviated from method recommended in IFU or user¿s facility staff was insufficiently trained on device handling and reprocessing in accordance with IFU. It is also likely the light guide (lg) lens glue chipped due to physical stress resulting in the lg-lens becoming dirty. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscope¿ the event can be prevented by following the instructions for use (IFU) which state: ¿·brushing around the forceps elevator and instrument channel outlet¿ ¿·all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿·this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿·the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (reduced angulation, play in the angulation control knob, and play in the forceps elevator that contributed to therapeutic accessory misalignment): the intended procedure was a therapeutic gallbladder stone removal procedure. Reportedly, the device was inspected prior to use and no anomaly was observed. The intended procedure was completed using the subject device without any impact on the patient.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.